Event description:
Customer reported unexpected negative reactions on the echo when testing with capture-r ready ID (crrid) and capture-r ready ID extend. Two samples from the same patient appeared positive on the echo, but were interpreted as negative.

Manufacturer narrative:
Reactivity of the e and jka antigens was confirmed on retention capture-r ready screen (crrs)(3), lot r025 and retention crrid, lot id104 and dp029. These products were used by the customer at the time of the complaint. The customer's submitted samples exhibited 3+ hemolysis and were not tested on an in-house echo. Manual testing was performed with retention crrs(3), lot r025. Moderate reactivity was observed with e+ and jk(a+) reagent red cells. Additional testing in tube tests with panoscreen I, ii and iii, using immuadd as the potentiator, showed weak reactivity was observed at 37c and moderate reacivity at the indirect antiglobulin test phase with e+e- reagent red cells. The anti-jka was not detected in tube testing. Testing with retention crrid and crrid extend was also performed. E+, jk(a-) reagent red cells exhiibited moderate reactivity; e-jk(a+b-) exhibited no reactivity.